Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 417 mg/dl and current blood glucose 331 mg/dl and also stated that, the battery died out completely. Customer declined troubleshooting for it. The device is not expected to be returned for analysis.